Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Costumer reported complaint hi blood glucose test results and e-0 error message. Mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 10/17/2016. The meter memory was reviewed for previous test result history: (B)(6).